Event description:
The reporter stated a staar injector tore a bausch and lomb lens during the procedure. There was no pt injury and the backup lens was implanted with no problems.

Manufacturer narrative:
Other (injector tore lens).